Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cassettes and the infusion set that the facility have was the affected product that was purchased back in june. They had an event that happened on (B)(6) 2022 where the patient was complaining of inadequate pain control despite given a new pump and cassette. Unaware of the issue of under-delivery or non-delivery that can occur and believed that it may have been the case for the patient. No patient injury was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Catalog number is unknown. UDI information is unknown. Operator of device is unknown. No information has been provided to date. Premarket (510k) number is unknown.